Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
A consumer had essure implanted. On (B)(6) 2011, essure perforated tube, caused scar tissue, which caused organs to fuse together. Consumer had to have total abdominal hysterectomy with removal of tubes and one ovary.